Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The DHR review was performed on the device; there were no correlations / issues identified regarding manufacturing. There were no n on-conformances (ncmrs) identified and no deviations noted against the device could impact this event. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution.

Event description:
Medtronic received information that 11 months post implant of this aortic bioprosthetic valve, the patient was being considered for valve replacement. Subsequently 23 days later, the patient underwent an attempted replacement procedure with a transcatheter valve (valve-in-valve). The attempted valve-in-valve implant was unsuccessful due to patient anatomy and this device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that 11 months post implant of this aortic bioprosthetic valve, an echocardiogram showed aortic insufficiency and elevated gradients. Subsequently a non-medtronic valve was implanted valve-in-valve. No additional adverse patient effects were reported. Corrected the aware date. If information is provided in the future, a supplemental report will be issued.